Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal constant pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), cervical dysplasia ("precancerous cell on my cervix that are high grade and high risk/lesion"), genital haemorrhage ("bleeding"), menorrhagia ("super heavy periods"), dysmenorrhoea ("super painful period/super heavy periods and long"), loss of libido ("no sex drive"), back pain ("back pain") and muscle disorder ("trouble with legs"). The patient was treated with surgery (essure removal surgery scheduled - january 31). At the time of the report, the abdominal pain lower, cervical dysplasia, genital haemorrhage, menorrhagia, dysmenorrhoea, loss of libido and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain, cervical dysplasia, dysmenorrhoea, genital haemorrhage, loss of libido, menorrhagia and muscle disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal was updated to abdominal pain. Event added- super heavy periods/super heavy periods and long, super painful period, no sex drive, back pain, trouble with legs. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery consultation scheduled') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cervical dysplasia ("precancerous cell on my cervix that are high grade and high risk/lesion") and genital haemorrhage ("bleeding"). The patient was treated with surgery (essure removal surgery scheduled - (B)(6)). At the time of the report, the medical device removal, cervical dysplasia and genital haemorrhage outcome was unknown. The reporter considered cervical dysplasia, genital haemorrhage and medical device removal to be related to essure. Most recent follow-up information incorporated above includes: on 20-feb-2020: information received via social media: events bleeding and cervical dysplasia were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery consultation scheduled') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal surgery scheduled (B)(6). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.